Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. 678818) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included weight fluctuation. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included morbid obesity, fibromyalgia, neuropathy, irregular menstruation, libido decreased and urine incontinence. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced weight increased ("weight gain"), headache ("headaches"), migraine ("migraines"), fatigue ("fatigue") and post ablation tubal ligation syndrome ("post tubal ligation"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), facial pain ("face pain"), abdominal pain ("abdominal pain"), pain ("waist pain"), the first episode of pain in extremity ("arm pain//hand/finger pain"), back pain ("back pain"), the second episode of pain in extremity ("leg/feet pain"), arthralgia ("knee pain/elbow pain"), chest pain ("chest pain") and musculoskeletal pain ("shoulder pain"). In (B)(6) 2010, the patient experienced rash ("rashes on skin") and tooth disorder ("dental problems"). In 2011, the patient experienced vaginal hemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), incontinence ("incontinence"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety") and infection ("infection"). The patient was treated with ibuprofen and surgery (surgery to remove the essure, hysterectomy (full), salpingectomy(bilateral removal of fallopian tube). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, weight increased, hypersensitivity, headache, depression, anxiety and infection outcome was unknown and the vaginal haemorrhage, menorrhagia, rash, incontinence, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, post ablation tubal ligation syndrome, facial pain, abdominal pain, pain, back pain, the last episode of pain in extremity, arthralgia, chest pain and musculoskeletal pain had not resolved. The reporter considered abdominal pain, anxiety, arthralgia, autoimmune disorder, back pain, chest pain, depression, dysmenorrhoea, dyspareunia, facial pain, fatigue, headache, hypersensitivity, incontinence, infection, menorrhagia, migraine, musculoskeletal pain, nausea, pain, pelvic pain, post ablation tubal ligation syndrome, rash, tooth disorder, vaginal discharge, vaginal hemorrhage, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The reporter commented: current weight 265 lbs. Removal details: malfunction of tubal sterilization devices (subjective complaint) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, chest pain. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received. Reporter's information and lot number were updated. Events added: abnormal bleeding(vaginal, menorrhagia), rashes on skin, bladder or urinary problems or changes, migraines, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, post tubal ligation syndrome, face pain, abdominal pain, waist pain, arm pain, leg pain, feet pain, knee pain, chest pain, shoulder pain, back pain, hand/finger/elbow pain. Treatment drug were added. Outcome for following events were updated to not recovered/not resolved: abnormal bleeding(vaginal, menorrhagia), rashes on skin, bladder or urinary problems or changes, migraines, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, post tubal ligation syndrome, face pain, abdominal/waist pain, arm pain, leg/feet pain, knee pain, chest/shoulder/pain, hand/finger/elbow pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. 678818) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included weight fluctuation. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included morbid obesity, fibromyalgia, neuropathy, irregular menstruation, libido decreased and urine incontinence. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced weight increased ("weight gain"), headache ("headaches"), migraine ("migraines"), fatigue ("fatigue") and post ablation tubal ligation syndrome ("post tubal ligation"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), facial pain ("face pain"), abdominal pain ("abdominal pain"), pain ("waist pain"), the first episode of pain in extremity ("arm pain//hand/finger pain"), back pain ("back pain"), the second episode of pain in extremity ("leg/feet pain"), arthralgia ("knee pain/elbow pain"), chest pain ("chest pain") and musculoskeletal pain ("shoulder pain"). In (B)(6) 2010, the patient experienced rash ("rashes on skin") and tooth disorder ("dental problems"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), incontinence ("incontinence"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety") and infection ("infection"). The patient was treated with ibuprofen and surgery (surgery to remove the essure, hysterectomy (full), salpingectomy(bilateral removal of fallopian tube). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, weight increased, hypersensitivity, headache, depression, anxiety and infection outcome was unknown and the vaginal haemorrhage, menorrhagia, rash, incontinence, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, post ablation tubal ligation syndrome, facial pain, abdominal pain, pain, back pain, the last episode of pain in extremity, arthralgia, chest pain and musculoskeletal pain had not resolved. The reporter considered abdominal pain, anxiety, arthralgia, autoimmune disorder, back pain, chest pain, depression, dysmenorrhoea, dyspareunia, facial pain, fatigue, headache, hypersensitivity, incontinence, infection, menorrhagia, migraine, musculoskeletal pain, nausea, pain, pelvic pain, post ablation tubal ligation syndrome, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The reporter commented: current weight 265 lbs. Removal details: malfunction of tubal sterilization devices (subjective omplaint) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, chest pain . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), weight increased ("weight gain"), hypersensitivity ("allergic reactions"), headache ("headaches"), depression ("depression"), anxiety ("anxiety") and infection ("infection"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, weight increased, hypersensitivity, headache, depression, anxiety and infection outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, headache, hypersensitivity, infection, pelvic pain and weight increased to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.